Event description:
The customer reported that the touchscreen was misaligned. There was no patient involvement when the issue occurred. No patient or user harm reported. The service engineer confirmed that the touched position was misaligned on the screen, and after performing a calibration, the issue was not resolved. The device required a replacement touchscreen. The service engineer replaced the touchscreen to resolve the issue.

Manufacturer narrative:
Reporting institution phone: (B)(6).